Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately stenosed lesion in the left superficial femoral artery (sfa). The 5x150mm armada balloon dilatation catheter (bdc) was advance to the target lesion and the balloon was inflated to 14 atmospheres (atm); however, the balloon ruptured during the third inflation. The bdc was removed from the patient; however, balloon fragments remained in the vessel, which worsen the existing tibial artery occlusion. Several unsuccessful attempts were made to retrieve the balloon fragments. Therefore, on (B)(6) 2025 a femoral tibial bypass was performed and the balloon fragments were removed. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined; however, the reported separation, unexpected medical intervention, surgical intervention and hospitalization appear to be related to operational context. Additionally, a conclusive cause for the reported patient effect obstruction/occlusion and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion is listed in the percutaneous transluminal angioplasty (pta) catheter, armada 18, global, instructions for use as a known patient effect. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis. Additionally, it is likely that the balloon material at the ruptured location became caught on the anatomy and/or accessory device and ultimately separated during retraction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.